Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to high blood glucose. The blood glucose reading was 600 mg/dl. Customer stated treated high blood glucose with manual injection and bolusing. Customer was wearing the insulin pump during the emergency room visit. Customer had high blood glucose, high keytones and no bolus delivery on the insulin pump. Troubleshooting was done. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.